Event description:
The account alleges that during removal of the sheath, the physician discovered that the sheath cracked in the radial artery. The physician attempted to capture the device, but failed. As of the time of reporting, the separated portion of the sheath remains in the patient's radial artery.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was not returned for investigation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.